Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of dim and difficult to see segments in the display of the coaguchek xs meter which could impact the interpretation of the results. The issue was occurring prior to installing new batteries. The customer stated that the meter would not power on. The customer installed new batteries and powered on the meter. Upon power up the display was very faint and difficult to read. The display then changed to a normal view and the display could be read. The customer performed a display check. Initially, the display was dim and the results field was not readable. The customer stated that after a "couple" of seconds the display was legible. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation.

Manufacturer narrative:
The customer's meter was received for investigation. The meter's circuit board was tested for damage or contamination and none was found. The display check showed no error or missing segments. The meter performed according to specifications. Medwatch fields were updated.